Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported before use the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder experienced safety shield failure. The following information was provided by the initial reporter: the customer stated "the safety shield broke off before use. Pink safety shield broke off the eclipse needle."

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 1 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for defective locking mechanism with the incident lot was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. H3 other text : see h.10.

Event description:
It was reported before use the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder experienced safety shield failure. The following information was provided by the initial reporter: the customer stated "the safety shield broke off before use. Pink safety shield broke off the eclipse needle."